Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow. The tubing sets were used to deliver lactated ringers. After unspecified lengths of time in use, the nurses reported the flow of solution could not be regulated using the cair clamp. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.